Event description:
Per the clinic, the patient's device migrated due to head trauma (date not reported). The patient underwent revision surgery on (B)(6) 2013 to have the device repositioned. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.